Event description:
It was reported that the physician implanted a helex septal occluder. Thirty-three months post implant; a residual shunt persisted across the defect. On (B) (6) 2009, a reintervention was performed and a second occluder was implanted. The helex device remains implanted.